Event description:
The customer stated that one of the sensors expired. The blood glucose reading was not provided. The patient was informed that after the expiration date, the chemical may denature and the sensor may not work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.